Event description:
Additional information received indicated this event occurred during routine maintenance. No patient was involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on lower left front corner and the right plunger case was cracked. A review of the event history log identified check clutch error and motor rate error. During functional testing the reported problem was duplicated during the occlusion test. The lead screw nut was over tightened by the customer. The root cause of the was caused by the customer's incorrect assembly of the device. Gauged the lead screw nut to a required specifications. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited multiple travel coarse errors. No patient was involved in this event. No adverse effects were reported.